Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used from (B)(6) 2016 (56 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specifications. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion between two layers of the triple layers was observed. The pump was disassembled for evaluation and a leak was located in the air-side layer of the membrane. Additionally, abrasion was detected between two of the membrane layers and graphite particles were observed in the membrane interstices. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the air-side layer of the membrane. The cause of the failure was most likely the diminished graphite coating which may have resulted in abrasion of the membrane over time. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduced the pump performance. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects. Patient was transplanted the same day and reported to be doing well.

Event description:
The site contacted berlin heart inc. Clinical affairs (ca) on (B)(6) 2016 to report that a berlin heart excor patient supported in the bivad configuration, experienced incomplete emptying of the right excor blood pump. The clinic adjusted the pump parameters and the situation appeared to improve slightly during the night. The next morning, the clinic observed incomplete filling of the left excor blood pump of the patient. The clinic was not able to achieve complete filling /emptying of the excor blood pumps through adjustment of pump parameters. The site even used the hand pump but no improvement was observed. The clinic decided to exchange the right excor blood pump due to a suspected membrane defect. However, following an aggressive weaning procedure, the right excor blood pump was removed and the patient was switched to only lvad support vs. Bivad. The patient is reported to be stable and tolerated the procedure well.